Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. No blood glucose (bg) levels were provided for the past events; current bg level was 338mg/dl. A correction bolus was delivered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.